Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The device was received with all buttons responding properly. The insulin pump was received with slight moisture damage found at the keypad traces. There were no button error alarms on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 48 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated they were not sure if a button was pressed for 3 minutes or longer. Customer advised they wore the insulin pump facing them and it may have pressed up on their body. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.